Event description:
A male pt reported experiencing an eye infection while using renu with moistureloc multi-purpose solution. The infection began in 2005, and reappeared two months in 2006. At the end of 2006, the pt sought medical attention and was given tobramycin as treatment the following month. The pt was seen by an eye care professional five days later, for red eye, underwent a detailed exam and was diagnosed with herps simplex of the right cornea. He was prescribed viroptic every four hours. The pt was seen again during 2006, and then again the next month, and was doing fine, had recovered and returned to contact lens wear. Proclear contact lenses were dispensed the following month, for the right eye and aaa contact lenses were dispensed for the left eye. The pt disposed the bottles of renu with moistureloc multi-purpose solution.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.